Manufacturer narrative:
(B)(4). Product not returned for evaluation.

Event description:
Customer complains of hi results. Customer's relative states that the customer feels ill but denies the need for medical attention. The customer is currently under constant supervision in a nursing unit. Customer asked what hi meant and then disconnected the call. No adverse event reported.